Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. During the alarms, the customer did not see any issues with the infusion sets. The customer's blood glucose (bg) level was over 600 mg/dl at times and insulin injections were administered to address the high bg level. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set as she did not have another set available. The customer reverted to using insulin injections to manage diabetes.